Event description:
Boston scientific received information that this right ventricular (rv) lead showed noise and a possible lead conductor fracture which occurred during routine follow up. The physician contacted boston scientific company representative to know whether there were sensing algorithm variations between a bsc lead and a non-bsc device since the device was recently changed. A boston scientific technical services (ts) discussed that the competitor device was on suboptimal position that it was already located at the diaphragm level. The right atrial (ra) lead was too highly located while the rv lead did not appear to be in rv apex. Thus, the lead defibrillation coils were not ideally located. The noise was typical for metal to metal contact based on its characteristics. This could originate from the device or header area or anywhere along the lead track. Since device manipulation was not successful in recreating the noise, this suggests that the pocket/device area were not involved as the source of the noise. In addition, ts discussed other options like full system revision and lead integrity tests. Finally, the field representative decided to have additional x-ray on the lead to check lead position. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.